Event description:
Baxter (B) (4) reported a leak coming from the silicone tubing. There was no pt injury or medical intervention reported.

Manufacturer narrative:
(B) (4). Eval summary: results indicate confirmation of the reported event of a leak from the silicone tubing of a transfer set. This was due to a small crack in the tubing. The root cause was undetermined. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line for trends, and take corrective/preventative action as appropriate.